Event description:
It was reported that the site's wand did not work and was missing the cord. The product was returned to the manufacturer and underwent analysis. Upon analysis, it was found that the serial data cable grommet was dislodged (rendering the strain-relief function ineffective), and consequently, the serial data cable was completely severed in one location. It is not known why the grommet became dislodged from its intended location. After a known good bench serial data cable was substituted, the device performed according to specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.